Manufacturer narrative:
The electrodes were returned for evaluation, the malfunction was duplicated during visual and microscopic evaluation. The malfunction was attributed to a disconnected jumper wire on the electrode pad. This type of failure does not disable the electrode from delivering therapy when attached to a defibrillator. This is a malfunction that only impacts self-test of the electrode with the defibrillator.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the electrodes caused the associated defibrillator to display a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction. Please reference medwatch reports 1218058-2017-00021 and 1218058-2017-00022 for similar reports from the same hospital facility.